Manufacturer narrative:
Corrected information: in section h10 of the initial MDR, it was inadvertently written that the birth year was 1991. No information regarding date of birth was provided. In section b5 of the initial MDR, 3 patients were mentioned; however, upon follow-up, the reporter clarified that the number of patients was 2 to 3. Therefore, the exact number of patients is unknown resulting in only one MDR being submitted to capture the event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. However, birth year provided as (B)(6). Date of event: date unknown/ not provided. Serial: unknown/not provided. Catalog#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date: unknown/ not provided. Explant date: not applicable as lens remains implanted. Initial reporter telephone number: (B)(6). Initial reporter first/given name: not provided. Device manufacture date: unknown as product serial number was not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor has had 3 younger patients that were dissatisfied with the result for their distance vision. The issue was identified during the post-op exam as patients had been implanted with a tecnis synergy intraocular lens (iol). It was provided that the issue was despite having approximately 0.8 visual acuity which is good. Patients subjective impression is that the distance is not clear as signs can only be recognized late and poorly. No problem was reported for intermediate and near vision. The doctor believes that the light distribution of the lens varies and is less in the distance. Patients provided that they were permanently impaired as daily activities have been significantly affected. No medical interventions were mentioned. No further information provided.